Event description:
A malfunction on the pump was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur, which the caller acknowledged and understood.